Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer reports they were unable to clear the alarm as well as not able to complete rewind. The device will be return for analysis.

Manufacturer narrative:
No rewind anomaly noted. Device passed rewind test, unexpected restart error test and displacement test. No unexpected restart alarm or reset time/date anomaly after change battery noted during testing.